Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that the device provided inaccurate sphb readings on different occasions. Customer reported that she used the device on herself and received a reading that was 81, which is too low. There were no consequences or impact to the pt.

Manufacturer narrative:
The returned device was evaluated. During the evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event.